Event description:
A malfunction was reported with a displayed malfunction code of malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, technical support provided pump reset instructions as the malfunction code recurred after resetting. However, upon further review, it was determined that the pump did not need replacement because the malfunction was resolved after a successful pump reset.